Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a robotic assisted total hysterectomy and bilateral salpingo-oophorectomy procedures performed on (B)(6) 2021, to treat a patient with pelvic pain, menorrhagia, history of anemia, history of endometriosis and adhesions. The patient tolerated the procedure and her suburethral sling. There were no patient complications reported. On (B)(6) 2022, the patient experienced pelvic and abdominal pain, an overactive bladder, and voiding dysfunction. A transabdominal uterolysis, removal of the sling, and cystoscopy procedures were performed. During the procedure, it was noted that the implanted sling felt slightly tight. In the physician's opinion, the tightness was likely the contributing factor to the patient's problem than the sling itself. The sling was then transected in the midline. The dissection was carried up laterally on each side into the retropubic space. Abdominal incisions were made on either side of the midline above the pubic symphysis. Sharp and blunt dissection was used to dissect down to find the upper ends of the sling. Army navy retractors were used to help visualize this. The dissection was then carried down retropubically to dissect the arms of the sling off the back of the pubic symphysis down to the pelvic floor. Care was taken to dissect it off the bladder as well. The arm of the sling on each side was then brought down into the vaginal dissection, and the dissection was completed. The patient tolerated the procedure well and was taken to the recovery room in stable condition.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date when patient first sought consult post procedure due to pelvic and abdominal pain, an overactive bladder, and voiding dysfunction. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). Revision surgery performed by dr. (B)(6). Block h6: patient code e2330 captures the reportable event of pelvic pain. Patient code e1002 captures the reportable event of abdominal pain. Patient code e1311 captures the reportable event of voiding dysfunction. Impact code f1903 captures the reportable event of device explantation.